Event description:
During eval of a returned homechoice machine, an overfill situation was identified in the cycle by cycle ultrafiltration (uf) log in 2008, drain cycle 5. Per the log, the patient's uf reading was 1370 ml indicating the home pt (hp) drained 1370ml more than their programmed fill volume of 2500ml. This info gives a total drain volume of 3870ml (2500ml + 1370ml). Based on a review of all available log data combined with available decision tree info, the eval has determined the most probable cause for this is: insufficient drain when multiple cycles advanced to fill when slow/no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. During a follow-up call with the home pt (hp) on two months later, the hp stated that she did not recall details of the specific incident but did indicate that she did not experience any symptoms of discomfort or fullness. The hp did not have any additional info. However, the hp stated that she is doing fine now and has been able to continue on peritoneal dialysis well without any further problems. No serious pt injury was reported during the follow-up call with the hp.

Manufacturer narrative:
Three simulated pt therapies were performed using the patient's therapy settings. During these therapies, no problems were encountered. Software was then used to monitor the device's pneumatic system. No problems were revealed and all pressures were correct and stable. The cover was opened and an internal inspection performed. No problems were revealed during this inspection and all connections were correct and secure. A review of the device service history revealed to past trends. The event, therapy and alarm logs were downloaded. The event log contained data from 2008 and confirmed the reported difficulty of low drain volume. Per the log, there were no therapies started on the same month, and that the last fills were bypassed. The therapy log contained info from that days and contained no device anomalies. The log shows that 5 of the last 6 therapies performed had positive total ultrafiltrations (uf). The log contained numberous bypasses and manual drains performed during the last 6 therapies. Per the log, there were no last fills delivered during these therapies. The alarm log contained alarms from that month and confirmed the reported difficulty of low drain volume alarms. A low drain volume alarm is an auto restart alarm. This alarm will occur when a low-flow and/or no-flow condition occurred before the programmed minimum drain volume % (or initial drain volume) was completed. A review of the devices cycle-by-cycle uf log revealed 2 instances of overfill (therapies started on the same month during drain 2, and on the next day during drain 5). This eval did not confirm any failure or malfunction of the device that would have caused or contributed to the reported difficulty. Draining issues/low drain volume alarm: most probable cause is therapy related issues. Catheter issues, and catheter positioning resulting in fluid pocketing. This eval has determined that the most probable cause of the overfill discovered during eval is due to insufficient drain when multiple cycles advanced to fill when slow/no flow condition occurred above the minimum drain volume threshold.